Event description:
In 2001, pt underwent coronary artery bypass surgery and aortic valve replacement. Peri-guard patch used to enlarge aortic annulus and ascending aorta. In 2/2002 user discovered pt had mediastinal abscess and pseudoaneurysm of ascending aorta. The following day pt underwent procedure with irrigation and debridement of anterior chest wall and subcutaneous tissue, and urgent sternotomy with femoral femoral cardiopulmonary bypass for attempted repair of ascending aortic pseudoaneurysm status post rupture. Pt expired 2002.